Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During the procedure, on the final clip placement the surgeon applied the hem-o-lok clip and felt the instrument break. He advised that he had put more force through the applier than he normally would and concluded this caused an issue with the jaws of the applier. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The connection on the insert on the hinges is ripped/cracked off. The insert on the connection side is deformed. The tip was not returned for investigation. This instrument was returned for a repair already once. Last repair was done in february 2016. During the repair the insert was replaced. The original product was invoiced (B)(6)2015 with lot c5-01. We can confirm that we have used the correct material and the component that are specified, and all the instrument was produced according the defined specification. All defined and specified working steps are recorded on the working sheet. The user has stated that the breakage was caused by overloading the product. Based on the statement and the structure of the device we confirm the root cause "overloading" as the root cause. Therefore, no corrective action will be implemented.

Event description:
During the procedure, on the final clip placement the surgeon applied the hem-o-lok clip and felt the instrument break. He advised that he had put more force through the applier than he normally would and concluded this caused an issue with the jaws of the applier. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). When reviewing the device history record of the applicable lot, it could be confirmed that the right material and all specified and required components haven been used. All defined and specified working steps are recorded on the working sheet. Visual, dimensional, and functional inspection could not be performed as the complaint instrument was not returned by the customer. A root cause could not be defined, as there is no sample available for investigation. The DHR shows no deviation.

Event description:
During the procedure, on the final clip placement the surgeon applied the hem-o-lok clip and felt the instrument break. He advised that he had put more force through the applier than he normally would and concluded this caused an issue with the jaws of the applier. There was no patient injury.